Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. No human harm or medical intervention was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated history records of the lot used by the customer investigation findings: no design or manufacturing discrepancies that could have caused or contributed to a complaint of this nature were identified. Conclusion: eitan medical requested unused cartridges of the same lot (1815.2806.24) for investigation. Once provided, further investigation will be conducted, and the investigation findings will be submitted in the follow up report.

Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. No human harm or medical intervention was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the reservoir and the set from the same type and lot as the one used in the event. Investigation findings: the complaint was not confirmed. Both the reservoir and the set from the same type and lot as the one used in the event were visually inspected and tested. No leakage or any other irregularities that could have caused or contributed to the event were observed. Conclusion: as no failures that could have caused or contributed to the event were observed, it is possible that the leakage occurred due to misuse by the user.